Event description:
It was reported that the fiber was too short and after inspection, it was discovered that the fiber has damaged spots, and was fractured. There were no patient complications.

Event description:
It was reported that the fiber was too short, after product inspection it was discovered that the fiber has damaged spots, and it is fractured. The procedure was completed with a new fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation with stripping of the fiber jacked. The fiber connector was in a good condition, no burn marks on the face. During the functional test the aiming beam was bright and round. No anomalies were found with the fiber. With all the available information, boston scientific concludes that the reported observation of fiber damaged spots and fracture could not be confirmed during the visual examination. Since the product evaluation showed that there is no damage or malfunction related to the fiber problem the most probable cause of no problem detected was assigned to this investigation.

Event description:
It was reported that the fiber was too short, after product inspection it was discovered that the fiber has damaged spots, and it is fractured. The procedure was completed with a new fiber. No patient complications were reported.

Manufacturer narrative:
Receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation with stripping of the fiber jacked. The fiber connector was in a good condition, no burn marks on the face. During the functional test the aiming beam was bright and round. No anomalies were found with the fiber. With all the available information, boston scientific concludes that the reported observation of fiber damaged spots and fracture could not be confirmed during the visual examination. Since the product evaluation showed that there is no damage or malfunction related to the fiber problem the most probable cause of no problem detected was assigned to this investigation.

Event description:
It was reported that the fiber was too short, after product inspection it was discovered that the fiber has damaged spots, and it is fractured. The procedure was completed with a new fiber. No patient complications were reported.

Event description:
It was reported that the fiber was too short and after inspection, it was discovered that the fiber has damaged spots, and was fractured. The procedure was completed with a new fiber. There were no patient complications.